Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
Note: this report pertains to the second of three resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in an unknown procedure performed on (B)(6) 2026. It was reported that the clip did not detach and was forcibly detached from mucosa. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.